Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d1 ICD, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the day after a routine device replacement procedure, the right ventricular lead had high pacing impedance and high threshold, and an alert was triggered. A lead fracture may be possible, however a different pacing configuration was programmed and the impedance and threshold were within normal limits then. The physician planned to schedule the patient for surgery to ensure the lead was inserted into the new device's port and to replace the lead if necessary, however follow-up revealed that no further action was taken. The lead remains in use. No patient complications have been reported as a result of this event.